Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an injury in a male patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip, the patient experienced neurological injuries. At the time of reporting, the outcome of the event was unknown. Follow up information was received on 04/13/2010 via medical records. On (B)(6) 2009, the patient was seen for complaints of numbness on bottom of both feet and decreased sensation of both lower legs. He had seen television advertisement stating fixodent caused numbness. There was no mention that the patient had dentures or was taking fixodent or other gsk denture cream at this time. Zinc level was elevated at 1626 ug/l and copper was low at 113 mcg/l. Numbness progressed to knees, hands and fingers by (B)(6) 2009. Follow up information was received on 04/15/2011 via medical records. On (B)(6) 2009, the patient complained of feet numbness, fingers going numb, and still not sleeping. On (B)(6) 2010, diagnosis included neuropathy. This case has been upgraded to medically serious after further assessment by gsk.